Event description:
It was reported that the image on the 9800 system was unstable. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo pin connector was replaced during the service call. The sys was tested and found to be working as intended and put back into service.